Event description:
Pt reported approx. 3 weeks after surgery intense pain in area of implant #30. Periodical radiograph indicated implant was failing, with opical radiolucency. Implant failed due to infection.